Event description:
On (B) (6) 2010, titan handpiece evaluated for preventive maintenance. Output energy measured within cutera specification. On (B) (6) 2010 event, the client received a titan treatment in (B) (6) 2010 with "no problems, tolerated well". The same client received a titan treatment (B) (6) 2010 at same settings used in (B) (6) 2010 treatment and "she complained that it was too hot and the client said that it left a blister on her skin". On (B) (6) 2010, titan handpiece evaluated; product problem: 1- partial connection of the anode lead 2- end block corrosion. Dose or amount: 38j/cm2 frequency: per pulse. Route: transdermal. Dates of use: 1 treatment, (B) (6) 2010 -- (B) (6) 2010.